Manufacturer narrative:
Method - device not returned, follow up with company representative.

Event description:
It was reported a physician performed a kyphoplasty procedure. The cement took more time to get hard. It was reported that the time until the cement reached adequate consistency to be filled into the vertebral body by bone filler device was 15.5 minutes and 22 minutes until the cement hardened. The operating room temperature was 20.5 degrees celsius. Reportedly, the patient is in "good condition". No additional information was reported.